Event description:
It was reported that the right ventricular (rv) lead fractured. The lead had high thresholds and impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45 implantable pacing lead (B)(6) 2009; addrl1 implantable pulse generator (ipg) (B)(6) 2009. (B)(4).